Manufacturer narrative:
(B)(4). Method: the complaint chambers were visually inspected for damage. Results: the base of the chamber domes had several curved cracks. A lot check revealed no other complaints of this nature for lot number 061202. Conclusion: every mr290 chamber is pressure tested following the mfg process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage at the customer facility. The device user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a pt". (B)(4).

Event description:
A distributor in (B)(6) reported that two mr290 autofeed humidification chambers were damaged.